Event description:
Reporter alleged blood glucose measured 278 mg/dl however when looking in the meter memory, the result stored was 78 mg/dl. It was stated customer took another reading of 110 mg/dl which was stored in the meter memory as an 11 mg/dl result. No actions were taken or treatment received as a result reportedly. A request was made for the return of the suspect device and replacement product was sent.